Event description:
A customer contacted beckman coulter (bec) reporting that less than 1 ml of fluid had leaked from the probe of the coulter ac*t diff hematology analyzer and onto the counter, as the probe was being backwashed. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat and protective eyewear at the time of occurrence. The material safety data sheet (msds) were not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The customer discovered that the waste container was overflowing, causing the probe to back up with fluid. The customer was able to replace the waste sensor along with the waste pick up tubing; in addition, the probe wipe was cleaned. The waste overflow issue and the leak from the probe were resolved by the customer. Service was not dispatched for this event as the customer repaired the reported issue. The leakage from the probe is related to residual fluid back up from a faulty waste sensor. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).